Event description:
Customer reported "pt was receiving IV rituxan. Pump alarmed with "air in line." When this rn opened pump latch to clear air, tubing broke. Lines on both sides were immediately clamped. Rn did have protective gear on, and does not recall exposure, however did follow procedure to wash and flush eyes with water. Pt was untouched, denies any exposure. Chemo spill kit was obtained from supply room, and steps followed to clean spill." The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the tubing broke. The customer stated the set was not saved and it is not available for failure investigation.